Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead has noise oversensing when the patient performs shoulder motion, predominantly when left hand touches right shoulder. The atrial sensitivity of the lead was reprogrammed in an effort to minimize oversensing. The lead remains in use. No patient complications have been reported as a result of this event.